Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on all channels on three occasions. Each episode resulted in oversensing and pacing inhibition. All measurements on the leads were normal. This pacing inhibition did not result in any syncopal episodes.